Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm ((B)(4)) issue. It was reported that the cgm readings were inaccurate as compared to the finger stick blood glucose (bg) values. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect cgm data which may lead to blood glucose excursions.